Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon rupture and detachment occurred. A 12mm x 3.00mm emerge balloon catheter was used for dilatation of an unspecified lesion. Upon inflation at 22 atmospheres the balloon ruptured. The physician then removed the device and noticed that the first 10-15cm of the balloon was missing. He was able to remove the rest of the device and the procedure was completed with another of the same device. There were no patient complications reported and the status of the patient post procedure was stable.